Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 0837-000 serial/batch number 130029 was received for evaluation. Visual inspection revealed that the threaded connector was broken off. Functional testing cannot be performed as the device was broken. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that a 0837-000 impactor pad broke. This was discovered during a procedure on a. (B)(6) 2023. Additional information requested.